Event description:
The reporter indicated that the device exhibited poor atrial signals which did not seem to correlate with the measured p-wave. The reporter stated that this has been seen in three pts.